Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, the instrument blade retracted but the jaws remained closed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during a robotic total gastrectomy, while dissecting the duodenum the stapler was activated and the blade retracted, but the jaws remained tenaciously closed, preventing intestinal loop release, despite unlocking attempts. After about 60 minutes the loop was released and the stapler was removed by the abdomen. As consequence there was a delay of the surgical procedure and anesthesia. The instrument was inspected prior to use and no damages were noticed. A blue stapler reload was being used at the time of the event, surgeon selected it since it's the standard for duodenal resection. The reported event occurred during the first fire and the reload got stuck to the tissue. The manual release knob was used with no success. The jaws were released from the tissue by using another robotic grasper on the opposite side to force the jaws to open. There was no injury to the patient. The event impacted the procedure only by adding extra operative time, there were no complications or consequences on the patient's health. One hour of additional anesthesia was administered due to the event. No material detached/broke off from the portion of the device that enters the patient's body. There was no bleeding observed on the staple line or tissue removal due to the issue. A back up stapler was used to resolve the issue. The procedure was completed. There were no images available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: h2, h6, h11. Additional information: stapler logs showed the sureform 60 stapler was installed on the system 1 time and fired 1 blue reload. The first 3 clamp attempts were successful, and the firing was completed with no pauses for compression. The subsequent unclamping sequence failed. Logs showed an error code representing the failure. The instrument was force expired by the system as a result of the unclamping failure, represented by an error code in the logs. The user then initiated a force unclamp, which was successfully completed. Approximately 18 minutes after the completed force unclamp, the emergency stop button was pressed by the user, represented by an error code in the logs. The grip release tool was then detected on the instrument, represented by an error code in the logs. There were no additional errors pertaining to the use of this instrument in the logs.